Event description:
It was reported during in clinic follow up that the patient presented with fatigue. Chest x-ray revealed the atrial lead had dislodged. Atrial capture was lost and the lead was inappropriately capturing in the right ventricle. The lead was successfully repositioned on 3 jun 2022. The patient was stable.